Event description:
Additional information received from the customer reported that the issue occurred during a colonoscopy procedure. There was some delay since the customer had to shut down and restart their pc to resolve the problem of not being able to save pictures. Pictures were able to be taken, but not saved. The procedure was completed and there was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. In speaking with the olympus technical assistance center (tac), the customer indicated that they were installing the gmed pc using a video adapter box with sdi ports on the adapter box. The video signal souce on the back of the video system center was plugged into the comp port. The cable was changed from comp to sdi port and the image appeared without issue. The issue was resolved. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that a wrong connection led to the 'image not displayed' malfunction; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when setting up a new gmed system, the video system center showed no image. There were no reports of patient harm. There were no reports of patient harm.